Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) female patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that during impella support the patient developed access site bleed. It was noted that the angle did fall due to hanging and that the patient also developed bleeding from ECMO site. As a result, the patient received blood products, amount was not provided. No further information was provided.